Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: boston scientific. Guide cath: jr4. Rhv: boston scientific. Sheath: terumo. Stent: xience. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and may have contributed to the reported difficulty. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion such that the balloon ruptured upon inflation attempt, although this could not be confirmed. As the product was discarded by the account, the product was not returned for analysis and may have aided in determining a cause for the rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this incident. There were no ncmr issues initiated for lot release testing failures, indicating all lot release testing met specification. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during a percutaneous coronary intervention to a mildly calcified, de novo lesion in the distal right coronary artery, a mini trek coronary balloon was removed from the package, contrast dropped into balloon hub, connected to the indeflator, neutral pressure, balloon dipped in saline then inserted into the coronary vessel. Upon inflation to 6 atmospheres it was noted that the balloon would not maintain inflation, as it appeared to have a slow leak. The device was removed without any difficulty and a new mini trek balloon was used to complete the intervention without incident. There was no reported adverse patient effect or sequela. There was no additional information provided.